Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): alleged over delivery. "Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: no. Need for medical intervention: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from (B)(6): alleged over delivery.